Manufacturer narrative:
The "used/damaged" vcare uterine manipulator was not returned to conmed for evaluation. Without the actual device, an evaluation could not be performed and the root cause of the balloon detachment therefore cannot be determined. However, a photo of the distal end of the device was provided showing the intrauterine balloon detached and this verified the reported problem. Based on the received information, it is believed that the reported incident is use related due to misuse of the device, as removal of the specimen (uterus) is not one of the documented indications for this device. In addition, evaluation of similar complaints revealed that the most likely cause of this reported problem is use error for not releasing the "locking mechanism" of the device prior to the removal, and/or application of force during manipulation of the device which exceeded the pull off strength of the cervical cup/intrauterine balloon. The device was manufactured on 13-oct-2016. Of the lot containing 2000 devices there were no other similar complaints received. A review of the DHR found there were not abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. (B)(4). To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. This type of failure mode is addressed in the risk documents and the safety risk has been found to be acceptable. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the IFU provides the following warnings and precautions, as well as removal instructions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup from the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (intrauterine balloon; cervical cup; vaginal cup, locking assembly, and thumbscrew) have all been retrieved from the patient.

Event description:
On 29-jul-2016, conmed corporation received an incident report from the user facility forwarded by the competent authority (B)(6). Listed below is the event description based on received information: the customer reported that during use of a vcare vaginal-cervical retractor-elevator with large cervical cup in a uterus removal procedure, the intrauterine balloon "became detached while the uterus was retracted from the patient". The detached balloon was left within the patient's uterus and was removed from the retracted uterus. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred. This report is raised on the basis of potential injury with recurrence.